Event description:
The facility contacted baxter (B)(4) to report a bolsa vacia 3 liter va tres vias de transferencia con desconexio that when the injection site was punctured "it came off". The malfunction was reported to occur before use. There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The visual inspection confirmed the reported condition of missing injection site. The malfunction was determined to be caused by an issue with a process, procedure or practice at the manufacturing facility. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted. This is a product not distributed in the us and does not have a 510(k) number.